Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small remaining piece of the essure device was right in the fallopian tube and was grasped during the removal of the tube") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, anxiety depression, ovarian cyst, hypercholesterolemia, hypertension, dysmenorrhea, parity 1, gravida I and pelvic pain. Previously administered products included: antiinfectives for systemic use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced device expulsion ("left coil fell out with menses"). Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of right essure coil.). The reporter considered device breakage and device expulsion to be related to essure administration. The reporter commented: discrepancy noted: removal date. As per argus (B)(6) 2016, as per mr: (B)(6) 2015, left coil fell out with menses in (B)(6) 2014 following placement and continued to have irregular and painful menses. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: gross description: portion of left fallopian tube three fragments of fallopian tube, the larger fragment measuring 4 cm in length and 1 cm in diameter, and a smaller fragment measuring 2.5 cm in length and 0.2 cm in diameter, and a third fragment that measures 0.4 cm in greatest dimension. Serosal surface with a paratubal cyst identified that measures 0.1 cm in greatest dimension. Portion of right fallopian tube two fragments of fallopian tube, the larger fragment measuring 6 cm in length and 0.6 cm in diameter, and a smaller fragment measuring less than 0.2 cm in diameter and contains a metallic coil within it. [Ultrasound scan vagina] on (B)(6) 2015: left sided coil not visualized. Right sided coil located more distal, not extending to cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 730 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small remaining piece of the essure device was right in the fallopian tube and was grasped during the removal of the tube") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, anxiety depression, ovarian cyst, hypercholesterolemia, hypertension, dysmenorrhea, parity 1, gravida I and pelvic pain. Previously administered products included: antiinfectives for systemic use. On (B)(6) 2014, the patient had essure inserted. In november 2014 she experienced device expulsion ("left coil fell out with menses"). An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of right essure coil.). Essure was removed on (B)(6) 2015. The reporter considered device breakage and device expulsion to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2016 as per mr: (B)(6) 2015 left coil fell out with menses in (B)(6) 2014 following placement and continued to have irregular and painful menses. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: gross description: portion of left fallopian tube three fragments of fallopian tube, the larger fragment measuring 4 cm in length and 1 cm in diameter, and a smaller fragment measuring 2.5 cm in length and 0.2 cm in diameter, and a third fragment that measures 0.4 cm in greatest dimension. Serosal surface with a paratubal cyst identified that measures 0.1 cm in greatest dimension. Portion of right fallopian tube two fragments of fallopian tube, the larger fragment measuring 6 cm in length and 0.6 cm in diameter, and a smaller fragment measuring less than 0.2 cm in diameter and contains a metallic coil within it. [Ultrasound scan vagina] on (B)(6) 2015: : left sided coil not visualized. Right sided coil located more distal, not extending to cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated, event " medical device removal updated device breakage"and expulsion of device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.